Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d8. Additional information added to fields h2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was evaluated by a third party service provider which confirmed the no power event. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source could not boot up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.